Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis, caval thrombosis and failed removal of inferior vena cava (ivc) filter. There are no documented attempts to retrieve the filter reported. The patient reported becoming aware of blood clots, clotting, and/or occlusion of the ivc approximately one year and ten months post implant. The patient also reported abdominal pain and anxiety related to the filter. According to the implant record the indication for the filter was left common femoral vein thrombosis in a multi trauma patient with spinal cord injury (t5-t6) resulting in paraplegia. The filter was placed via the right common femoral vein and deployed without difficulty at the lumbar (l3) level. Prior to deploying the filter an initial venogram was performed and the renal vein was identified, as well as what seemed to be blood clots at the proximal left iliac vein at the bifurcation of the ivc. There was no intraluminal thrombosis in the main trunk of the inferior vena cava. The post-deployment, venogram showed no migration or tilting of the filter system. The patient tolerated the procedure well and was transferred back to the intensive care unit (ICU) in stable condition. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the inferior vena cava or the vasculature do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Without imaging available for review and the limited information provided a clinical determination could not be made as to the cause of the events. Due to the nature of the complaint the reported abdominal pain could not be further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to deep vein thrombosis, caval thrombosis and failed removal of the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the preoperative diagnosis included left common femoral vein thrombosis, spinal cord injury with paraplegia and multi trauma. The patient was reported to be a trauma patient with complete paraplegia from t5-t6 spinal cord injury, who developed left-sided common femoral vein thrombosis and placement of an interrupted vena cava filter was recommended. Using seldinger technique, the right-sided common femoral vein was cannulated. An initial venogram was obtained. The renal vein was identified, and it seemed patient with some blood clots at the proximal left iliac vein at the bifurcation of the inferior vena cava. There was no intraluminal thrombosis in the main trunk of the inferior vena cava. The optease filter was deployed without difficulty at the lumbar (l3) level. The post-deployment, venogram showed no migration or tilting of the filter system. The patient tolerated the procedure well and was transferred back to the intensive care unit (ICU) in stable condition. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately one-year and ten months after the filter implantation. The patient reports blood clots, clotting and or occlusion of the ivc, abdominal pain and anxiety related to the filter.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. (B)(4). It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis, caval thrombosis and failed removal of inferior vena cava (ivc) filter. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Deep vein thrombosis (dvt) and caval thrombosis were reported. Blood clots, clotting and/or occlusion of the inferior vena cava or the vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Inferior vena cava filters are not indicated for use in the prevention of deep vein thrombosis. Without imaging available for review and the limited information provided a clinical determination could not be made as to the cause of the events. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to deep vein thrombosis, caval thrombosis and failed removal of inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.